Manufacturer narrative:
Findings: pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error or excessive no delivery alarm noted. Motor passed motor test. Unable to verify e70 alarm in the alarm history due to history file over written. Pump received with normal operating currents. Pump was monitored and no unexpected off no power or battery out limit alarms occurred during testing. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was 200 mg/dl. The customer stated the drive support cap appear normal. Customer didn't report an e70 alarm. The customer stated that the device was not exposed to strong magnetic field.the customer stated they are able to rewind. The customer was advised that the alarm may caused by viewing sensor glucose graph while pump is delivering a bolus. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return pump with battery and zero out basal rates.